Event description:
It was reported the patient's scs permanent implant procedure was abandoned. The physician abandoned the procedure after multiple unsuccessful attempts to place the patient's scs lead in the correct location. In addition, the procedure was extended approximately one hour.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.